Manufacturer narrative:
Product implicated is a 3 fr. Midline catheter. Returned for evaluation is the hub only which measures 5.7cm. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. Hub was cut just distal to the break site to view the tubing. Under 50x magnification, the texture at the break point appears granular and dull. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter broke externally near the hub. The catheter was removed and replaced.